Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys ca 19-9 assay on a cobas 8000 e 801 module. Initial result: 41 u/ml. 1st repeat result: 21 u/ml. 2nd repeat result: 22 u/ml.

Manufacturer narrative:
The ca 19-9 reagent lot number was 84575601 with an expiration date of 30-sep-2026. The qc was acceptable. The field service engineer fine-tuned the mixer paddle position and confirmed the sample probe and the measurement cell statuses. He also checked the sipper syringe valve and the sipper nozzle cleaning. He then replaced the sipper probe and performed a blank cell calibration and an instrument check, which verified the instrument's performance. The investigation determined that a component failure (sipper probe issue) caused the event. The investigation determined that the service actions resolved the issue.